Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified. (Expiry date: 12/2020). Device not returned.

Event description:
It was reported that post port device implant, the port was allegedly found to be blocked. Upon removal of the port, the port was found to be broken. It was further reported that the patient felt swelling and pain at the catheter site. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI port with a groshong catheter in three segments, and a cath-lock were returned for evaluation. Visual, microscopic visual , functional and dimensional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture and identified deformation, material separation and wear issues as two complete circumferential break were noted on the catheter. The edges of first break surface were glossy with rounded surface at some region. The edges of the second break surface has rough granular texture and rounded edges at some region. However, the investigation is inconclusive for the reported obstruction as high density blood residue was found blocking the flow, however the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in d2 and g4. H10: d4 (expiry date: 12/2020), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, the port was allegedly found to be blocked. Upon removal of the port, the port was found to be broken. It was further reported that the patient felt swelling and pain at the catheter site. The current status of the patient is unknown.